Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, h6

Event description:
Later, patient representative reported "anxiety of alcl", "painful scar with suspected neuroma of the imf" diagnosed via biopsy and "bottoming out on the right".

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-18371. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, fatigue-ndr, other-medical-ndr, breast pain, painful scars with keloid formation, capsular contracture baker grade iii, edema, visibility/palpability.

Event description:
Patient reported right side "capsular contracture baker grade iii. Nodular structure of both breasts... Mastopathy on both sides. Patient representative later reported "implant rupture" diagnosed via MRI, "sweating and chronic fatigue", and "long-lasting pain". The event of "sweating and chronic fatigue" are not device related. The device has been explanted.